Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the bending section could not be controlled due to breakage of the angulation wire (a-wire). As for the breakage, fluid may have invaded the control section from its leaking area and likely caused wear and breakage of the a-wire. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "IFU gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms IFU gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope IFU gif/cf/pcf-190 series operation manual_ important information ¿ please read before use_ warnings and cautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU gif/cf/pcf-190 series reprocessing manual chapter 1 general policy 1.4 precautions:perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that their evis exera iii colonovideoscope would not angulate upon the turning of the angulation control knob. Upon inspection and testing of the returned unit, it was discovered that the bending section could not be controlled at all due to the presence of foreign objects in the bending section. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the bending section could not be controlled at all due to the presence of foreign objects in the bending section. The customer's originally reported issue of inability to angulate was confirmed. The following additional findings were also noted: loss of water tightness due to looseness of control section, assorted dirty components due to water leakage, light guide lens crack, black dots on image due to damaged charge-coupled device unit, and wear on the bending section cover adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.